Event description:
It was reported that the pt complains of pain in the hip area. Surgeon advised him to file a claim. Pt is scheduled for an MRI and will be following up with his surgeon.

Manufacturer narrative:
At this time, the pt was unable to identify the devices implanted, however believes them to be either rejuvenate or abg ii. Additional information has been requested and if received, will be provided in a supplemental report.